Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Imagery of the device was provided and it was observed that the balloon was radially burst at the distal balloon shoulder. The device was returned for evaluation. Upon visual examination, it was identified that the balloon was burst longitudinally and radially. Due to the nature of the complaint, no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. The complaint for the balloon burst was confirmed based on the provided imagery and evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as it was reported a high degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach. During procedure, at the end of the inflation of the valve, blood in the syringe could be seen and despite the commander delivery system balloon burst (the balloon was damaged and a hole could be seen in the removed device), the valve was fully inflated and the final result was good. The commander delivery system was removed through the esheath+ without difficulty. There was no impact for the patient.